Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received an unexpected restart error alarm. Customer's blood glucose value was 357 mg/dl at the time of the incident. Customer was not able to continue troubleshooting for alarm and would call back. The customer was treated with manual injection. Customer will not return device for analysis.